Event description:
Pt with IV antibiotics infusing: saline cap on IV pigtail came unscrewed with alligator clamp and tubing still attached. Pt began to bleed from uncapped IV pigtail. Pt states she merely shifted slightly in her chair and then noticed blood on her arm.